Event description:
Patient reported that their surestep enhanced meter kept giving the error 1 message and due to this issue, patient was treated by a medical professional. Medical affairs specialist called and left a message for the patient in 03/2004. Patient has not responded to that call. Per the initial information provided by the patient, this case is reported as a meter malfunction since the error 1 issue was not resolved with troubleshooting. Unknown what treatment the patient received. A replacement meter was sent to the patient. Also, a letter is sent to try and contact patient.